Event description:
(B)(4). My period started and lasted for 3 months straight nonstop very heavy, I had to use super plus tampons and pads every single day. I have become a severe anemic due to my blood loss. Since then my period has never been the same. It comes very often and super heavy, I also pass a lot of clots and the pain can be excruciating at times. I can't not lose any weight I just gain.